Event description:
It was reported that the procedure was to treat a lesion located in the arteriovenous (av) fistula. The armada 14 balloon was inflated in the av fistula. It was then noted that the balloon was barely inflating and a slow leak at the distal end or tip of the armada was noted on angiogram. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon dilatation catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.